Event description:
The customer reported nothing happened when the camera head was plugged in unless the connector was pushed and held in. The event occurred during preparation for use. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported allegation of no image. Inspection and testing found the cable failed leak testing due to physical/chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: water penetrated from under the serial plate temporarily. Since there is no trace of damage, during the investigation was not found the root cause of flood from under the serial plate. Olympus will continue to monitor field performance for this device.